Event description:
It was reported a peripherally inserted catheter (PICC) was being flushed prior to placement and a hole was noted in the catheter below the suture wing. Another device was successfully placed. No pt complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and without evaluating the device, the company is unable to determine if it met specifications. As a lot number for this device was not provided, a device history search could not be performed and the company is unable to determine if the device met its specifications. User technique and/or pt anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.